Manufacturer narrative:
The customer reported via phone that while using the crutch, they heard a cracking noise accompanied by a sensation of something shaking inside the device. A small black component subsequently fell out from the adjustment bushing. The customer noted that one side of the crutch felt weak and discontinued use immediately following the incident. No injury or fall reported. Per the customer report and review of the provided photo, it appears that a bushing detached from the unit, and the internal portion of the tubing may be fractured. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The customer reported via phone that while using the crutch, they heard a cracking noise accompanied by a sensation of something shaking inside the device. A small black component subsequently fell out from the adjustment bushing. The customer noted that one side of the crutch felt weak and discontinued use immediately following the incident. No injury or fall reported. Per the customer report and review of the provided photo, it appears that a bushing detached from the unit, and the internal portion of the tubing may be fractured.